Manufacturer narrative:
There was no report of pt involvement, hence no pt data exists. There is no expiration date for this product. Device was not returned to the MFR at the time of this report. It was inspected and replaced on site. At the time of this report the date of MFR is unk. Eval summary: it was reported that 1 m3 screw is missing from each monitor in operating room 6 which has a total of 4 monitors. The monitors were functioning as intended even though the screw is missing. The m3 screw is on the flat panel spring arm which connects to the dual axis light/fp. The slip ring is held in place only by the m3 screw. If the m3 screw is missing the potential exits for the spring arm to fall with whatever is attached. In this instance, there was no report of pt involvement or adverse consequences. This is not a single use device.

Event description:
(B)(4). Operating room 6 monitor 1 and 2 are missing the m3 screws on the safety ring. Need to install new m3 screws.